Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that there was a knee revised, possible mcl injury. Surgeon swapped to a ts insert with satisfaction.

Manufacturer narrative:
An event regarding revision surgery involving a x3 triathlon insert ps#2 11mm was reported. The event was not confirmed. Device evaluation could not be performed as no items were returned. Medical evaluation not performed as no medical records were provided. Device history review. Indicated all devices accepted into final stock met specifications. Complaint history review. There have been no other events referenced for this lot. The exact cause of the event could not be determined because no device and/or medical records were provided. No further investigation for this event is possible at this time.

Event description:
It was reported that there was a knee revised, possible mcl injury. Surgeon swapped to a ts insert with satisfaction.